Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the charger is not working at all. Patient stated they are supposed to have the new ins battery put in on the 23rd but they are going to costa rica next thursday and they will be gone for a week and they are at 0% ins battery level and they want to get a loaner. Patient stated the reset the controller and still not able to charge the ins. Patient stated they are charging the ins for hours at excellent quality and the implantable neurostimulator (ins) is not getting the charge. Patient mentioned it hurts a lot to have to sit for 4 hours in one position because they cannot lean back or lay down. Agent asked clarfigying questions. Agent asked patient to inspect the recharge r for damage and patient said there is no visible damage to the recharging antenna. Patient started charging the implant and getting excellent quality, controller 90%, implant 0% and battery low recharge the implanted device soon message. Agent reviewed device fun ction. The issue was not resolved. A request was sent to the repair department to replace the recharger device.additional information was received from rep.it was reported that the reason for the new implant is because the patient was getting tired of the rechargi ng process. For that reason I offered the patient a non rechargeable system. In order to get the device recharged we had to perform a jump start and we successfully recharged the implanted device.today (B)(6) 2026 the patient got her system swapped with a non rechargeable battery.